Event description:
Patient reports the lens caused some irritation/infection and went to the doctor. The doctor prescribed antibiotics and said that the cornea was inflamed. The patient is experiencing sensitivity to light and has not been able to wear lenses yet. Attempts to contact the patient and the ecp for more information have been made with no reply. This is being reported as unconfirmed infection.

Manufacturer narrative:
This is being reported as unconfirmed infection. Method - no examination of device were provided which could indicate if the device caused or contributed to the incident. Result - there is no direct casual relationship established between the medical device and the incident. Conclusion - no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.